Event description:
Physician was ballooning mpa when the balloon ruptured at less than 1 atm. After the rupture, physician used a bard atlas balloons, having to re-balloon several times due to pt's anatomy and procedure type. Procedure completed with successful pt outcome.

Manufacturer narrative:
The catheter has not yet been returned to numed. Once it does arrive, it will be evaluated. If the eval changes this MDR, a f/u report will be sent in. The comparative catheter performed according to spec. The labeled rbp for this catheter is 2 atm. The comparative catheter did not burst during testing until 4 atm. The physician stated in the report that the pt had to be re-ballooned several times due to the pt's anatomy.